Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B)(6), 2009, the lay-user/patient contacted lifescan (lfs) alleging an "error 5" issue with a one touch ultralink meter. At the same time the alleged issue began, the pt administered self-treatment by eating food and/or drinking a beverage. The pt denied developing symptoms because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved "error 5" issue. There is no evidence, however, that the pt suffered a serious injury because of the alleged issue. Although, the pt administered self-care by consuming food/drink(s), she denied developing any symptoms because of the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.